Event description:
It was reported that while in the operating room, the md stated "we had leaking today. We used the same swan and changed introducers and everything was ok." A request was made for more info. Per the director of sales: "the customer continues to use the same combination; an edwards 7 fr swan with the percutaneous sheath introducer (psi) set, hg-09800; the leak is at the valve on the psi."

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.